Event description:
Found during inspection. According to the reporter, the device displayed a service indicator indicating the device had failed the most recent 3:00 am self-test. While evaluating the device, the reporter stated the device "stuck" during the power-on self-test and wouldn't complete the boot-up. There was no pt use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device would not complete the power up sequence and locked up. Physio also observed fault codes related to program memory logged into device memory and a broken resistor, designator r265, on the system controller pcb assembly. Physio replaced the pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.